Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were not provided; however, information on the patient¿s history were received through the submitted product experience report. The patient, an 83-year-old male, underwent an initial left tha . Subsequently, underwent revision surgery due to a periprosthetic bone fracture around the stem. During the procedure, the surgeon observed debonding of the pps coating on the stem. Since no product was sent for examination to the product surveillance team, a product evaluation could not be performed. Additionally, no images of the product, radiographs, or medical records were provided. The available information does not allow for an assessment of reported event. However, review of the manufacturing records confirms that the implant was produced according to specification; therefore, it is not expected that the manufacturing process contributed to the reported event. It is understood from the reported information that the revision was performed due to a bone fracture. During the revision surgery, the surgeon observed debonding of the stem's coating. However, based on the available information, it is not possible to determine whether these two events are connected or when the coating debonding occurred. Additionally, the root cause of the bone fracture cannot be determined from the available information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information on the reported event has been provided.

Event description:
It was reported that approximately 14 years after a hip replacement, the patient underwent a revision surgery due to a fracture around implant. It was noticed that the stem had debonding of the pps coating. No further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.